Event description:
A complaint report was received for an a1059 mayfield modified skull clamp. On (B)(6) 2016, the skull clamp moved during set up and caused a laceration. A female patient, of (B)(6), was placed in the headpieces in the normal fashion. She was undergoing a posterior fossa decompression procedure. When turning the patient prone it was noticed the pin had slipped causing a laceration. The device was in use for about 5 minutes prior to the event occurrence. The patient was supine for intubation, then the head pinned, then flipped prone and the laceration noticed. She was flipped back to supine for evaluation. Her head had to be shaved at the pin site to visualize the laceration. It was then prepped, cleansed and sutured. She was re-pinned with a new skull clamp and repositioned to prone again. The problematic device was taken out of circulation. The skull pins used were integra a1072 adult disposable skull pins. There was a 30 minute delay in surgery due to the product problem. Stereotaxy equipment was not used.

Manufacturer narrative:
Integra has completed their internal investigation on 22 feb 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: unit cleaned per protocol 1907. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device history record reviewed for a1059; no abnormalities relate to reported incident found with no associated mrr¿s, variances or rework. This device was manufactured on 26 aug 2009. No manufacturing or design related trend has been identified. Conclusion: the customer complaint incident could not be confirmed. The returned unit passed all functional testing requirements. .